Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings was confirmed. Upon visual inspection, ventec observed significant damage characteristics indicating high-impact or drop/fall damage. Ventec replaced the device's damaged o2 accumulator, which would have directly impacted its fio2 readings, as well as multiple other internal components, ensuring that all connections were properly secured. Proper device operation was then confirmed through functional and performance testing. Based on the information available, it's reasonable to conclude that the likely cause of low fio2 readings was physical damage due to user error. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device was providing low fio2 (fraction of inspired oxygen) readings. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.